Manufacturer narrative:
Pump received with normal operating currents and passed all functional testing including the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 400 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 391 mg/dl. Troubleshooting found that the drive support cap appeared to have a grainy substance around the cap and customer indicated that it could be broken. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.